Event description:
It was reported that following a percutaneous peripheral intervention (ppi) with left common femoral artery (cfa) puncture in the bilateral peripheral arterial disease (pad) for type d with tasc classification, an angio-seal sts plus was selected for use. Stents were placed in the right common iliac artery (cia) and from the left common iliac artery (cia) to the left external iliac artery (eia). After placement of the stents in the right common iliac artery (cia), dissection and thrombi were noted in the left external iliac artery (eia). Heparin was added to dissolve thrombi, and the stent was placed in the left external iliac artery (eia). Manual compression might cause thrombotic occlusion; therefore, an angio-seal sts plus was selected for use. Early after the angio-seal deployment, blood flow in the left foot dropped. CT scan revealed stenosis at the puncture site and the possibility that part of the collagen was protruded into the artery. A revascularization surgery was performed and the collagen was removed. The pre and perioperative angiography images showed that the procedure sheath was inserted into false lumen of the puncture site proximity. The event date, the model and lot number were unk. The doctor in charge of the device deployment was unk. The case presenter at this conference was dr. (B)(6). The information was obtained by oral presentation at the 39th (B)(6) ((B)(6) society of interventional radiology) held in (B)(6), 5/21-22, 2010.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.